Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing pixel segments, one side bail cover and side bail were missing, and one side bail cover was contaminated. It was also noted that the ring cover, heart block, lead flex cover, heart wire contacts and heart lead flex were contaminated, the battery contacts were compressed, the ring bail was bent, and the upper and lower cases were broken. (B)(4).

Event description:
It was reported that the external pulse generator had part of its lower display missing on the right side, and that it had a broken belt clip and belt clip cover. The generator was returned for service. No patient complications have been reported as a result of this event.